Event description:
Patient was revised to address loosening of the glenoid component. It is not known at which interface the loosening occurred, and the manufacturer of the cement used at the time of original implantation is also unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the glenoid part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. Provided information states poor bone quality may have been a possible contributing factor. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.